Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The balloon has a pinhole 6mm from the proximal markerband. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guide wire. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 22-jun-2018. It was reported that balloon inflation failure occurred. The 95%stenosed target lesion was located between the left main artery and left anterior descending artery. A 3.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during inflation, the balloon could not be inflated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.